Manufacturer narrative:
The reported events were lead dislodgement and loss of capture. As received, a complete lead was returned in one piece with all four tines were found to be intact and undamaged. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right atrial (ra) lead had loss of capture. A chest x-ray revealed the ra lead to be dislodged. The patient was asymptomatic. The ra lead was explanted and replaced. The patient was stable throughout procedure.